Event description:
It was reported that the customer went to urgent care with high blood glucose levels, nausea, vomiting and abdominal pain. The caller stated that the customer's blood glucose reading was approximately 500 mg/dl. Troubleshooting was performed, and the insulin pump was found to be programmed correctly. Reviewed the alarm history and found a no delivery alarm. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.